Event description:
Electric toothbrush¿s shaft in the brush that goes into the top part is stuck in the brush...brush shoots off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b electric toothbrush shaft that goes into the top oral-b toothbrush head part was stuck in the brush. The oral-b toothbrush head shot off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.